Manufacturer narrative:
Description of event: it should be noted the operator reported not priming the lumen prior to use. The operator claimed there is not enough saline in the kit to do all of the steps. This information is being submitted as a correction as it was not submitted on the initial report. There is no change to type of the event, patient risk, or investigation conclusion due to this information. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event information to report.

Manufacturer narrative:
Investigation evaluation. . A visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of the instructions for use, manufacturing instructions, and quality control data. A review of the device history records (DHR) and complaint history could not be performed due to the lack of lot information from the user facility. The complainant returned one 7fr triple lumen catheter. No kinks or damage was noted to the device. A 0.032" wire guide was inserted into endhole and exited out the red hub without difficulty. A 0.018" wire guide was inserted into the blue hub. The wire was not visible in the sideport and the blue lumen was noted to be occluded at the sideport. A 0.018" wire guide was inserted into the white lumen and passed to the sideport. The blue lumen was flushed and resistance was experienced. The water droplets that did come out were dark brown with dark specs and debris. The red lumen flushed brown. The white lumen flushed brown with specs. The catheter shaft and extension tubing outer diameters were all measured within specification. Investigators could recreate the reported failure mode. The complaint is confirmed based on functional testing of the device as the blue lumen was attempted to be flushed and experienced resistance when flushing. The dark brown liquid with dark specs and debris are an indication that biomatter had occluded the lumen. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: warnings: tip position should be verified by x-ray and monitored on a routine basis. Do not exceed the maximum flow rate of 10 ml/sec. Exceeding the maximum flow rate of 10 ml/sec may result in catheter failure and/or catheter tip displacement. Precautions: do not cut, trim or modify catheter or components prior to placement or intraoperatively. Suggested catheter maintenance: after catheter is placed and prior to use, tip position and lumen patency should be confirmed by free aspiration of venous blood. If blood is not freely aspirated, physician should immediately reevaluate catheter tip position. Failure to ensure patency of the catheter prior to power injection studies may result in catheter failure. The device was measured to be within specification. As this device had been inserted into the patient, the observed matter that had partially occluded the lumen could potentially have been dried biomatter. A definitive conclusion could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Brand name: cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter tray. Catalog #: c-utlmy-701j-rsc-abrm-hc-ihi-fst-rd. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter was unable to be flushed upon insertion. The device was removed and inspected/tested by the physician. The wire was unable to go through the blue lumen past the manifold. A second device was used to complete the procedure successfully. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.